Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 460 mg/dl the night before. She had difficulty breathing and was nauseous. The customer treated her high blood glucose level with the insulin pump and manual injections. The high pressure test passed. The device was not returned.